Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump received with cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. The customer took off batteries and cap, and set this device for 24 hours. The customer stated all buttons weren't sensitive. The customer's blood glucose is normal, didn't require medical treatment.